Manufacturer narrative:
The affected device has been requested for investigation by the manufacturer. Device was not returned at the time of MDR submission. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
According to the information received, a small piece of metal was detected inside the patient's abdomen during a laparoscopic cholecystectomy. The surgeon attempted to remove it; however, it slipped and could not be located. The following day, the patient underwent a CT scan and MRI due to biliary peritonitis, during which the small piece of metal was identified. The patient was taken back to theatre the next day for management of the peritonitis, and the metal fragment was successfully removed. Subsequent inspection of the instrument tray used during the initial surgery.